Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that called to state they are not communicating to the ins and seeing message device not responding. According the patient, they last connected to ins two weeks ago and had issues but eventually got communication and able to turn on the ins. Pt had surgery which was the reason for shutting off the ins. Ts reviewed troubleshooting steps of ensuring that handset and communicator were charged, using the correct app (my therapy app), correct placement of tm90 over the ins. Caller confirmed ins feels parallel to surface of the skin and doesn't feel too deep or tilted in the pocket. Ts also had them try to lift the tm90 up a little over the ins but each time device showed device not responding. Pt indicated they did not see any eri messages from the last interrogation two weeks ago. Pt is needing surgery @ 7 am and wanted to make sure stim was off. Ts reviewed possibility that ins is at eos. Redirected caller back to nas to try paging rep to have then check the ins. Reason for surgery: infection in joint, not related to interstim therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.